Event description:
Pt presented to surgery (B)(6) 2024 for cystoscopy and urethral balloon dilation, optilume urethral balloon dilation and foley cath placement. Reported during the procedure when using the optilume urethral drug coated balloon catheter to address the pan urethral stricture to dilate the urethral lumen, the balloon had popped while in use. There was no harm to the pt and the surgeon used another optilume balloon without further issues.